Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump squirting out during the prime process. The customer¿s blood glucose was 203 mg/dl. Customer assisted with troubleshooting. Customer reported that insulin pump had motor error and displacement test was passed. The customer stated that they were able to clear the alarm and not able to rewind the insulin pump. The customer reported that the drive support cap was normal. The insulin pump will not be returned for analysis.